Event description:
On (B)(6) 2025, the user reported concerns regarding insulin delivery and symptoms of feeling low when bg levels were between 70¿90 mg/dl. The user also reported hyperglycemia following breakfast, with the highest recorded bg at 250 mg/dl. A supply change was performed due to running out of insulin. The device did not provide a high bg alert. Bg subsequently corrected with continued insulin delivery. No symptoms were reported during the hyperglycemic event, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.